Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373 investigation summary: bd received 21 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged tube interior with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube interior was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube interior. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a protrusion inside the tube after collection. There was no report of patient impact.